Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the evis exera ii ultrasonic bronchofibervideoscope did not show an image when plugged in. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. No image was present. Based on the results of the investigation the customers reported issue of ¿no image¿ was confirmed. However, the cause of ¿no image¿ was not established. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) section below: ¿¿ do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. ¿ the cover of the irrigation port part cannot be removed. Equipment damage can result. ¿ do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. ¿ do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. ¿ do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. ¿ do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image.¿ olympus will continue to monitor field performance for this device.